Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a colon procedure, the jaws were stuck on the mesentery. It is unknown how the device was removed from the tissue. There was no tissue damage. One device will be returned. There is no additional information available. (B)(6).